Manufacturer narrative:
The insulin pump was returned for power loss alarms and error 25 was confirmed in the long trace. Detailed trace analysis confirmed the insulin pump alarmed error 25; the power loss after error 25. The error 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer indicated via phone call that their insulin pump alarmed power loss alarm. The customer indicated that their blood glucose level was unknown at the time of incident. Troubleshooting found that the customer was calling back a second time to troubleshoot as the problem occurred 4 hours prior. The customer was advised that the device would be replaced and agreed to return the product for analysis.